Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the computer / analog (ca) board was cracked at the j1002 connector. The cause of the inability to power on is the damaged ca board. The cause of the damaged ca board is high voltage deviating to low voltage circuitry. The root cause of the deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.